Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) had reached elective replacement indicator. An allegation of premature battery depletion had been made. The device will be explanted. No adverse patient symptoms were reported.